Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The unit is for a camp and they are only used during the summer and was checked last august 2023. The customer performs battery pack self-test on all units before camp season starts and this unit would not power on. The maintenance schedule is reported as unknown. Trouble shooting with the customer: the unit is used seasonally; the customer used an alternate battery pack and the device displayed service code for 'battery voltage (mv)' which may indicate cycles of incomplete self-tests due to a depleting battery. The service code was cleared, and the unit can remain in service. A data card was sent to the customer and requested the customer to download the log history file and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.